Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? Cst and fa have been using vistaseal for several years. Very experienced. How many times have they applied the laparoscopic tip? Many times. This was not involving the lap tip. Just the tip provided in the vst10. The gray knobs came off prior to any other tip being used. Was a sales representative present during the case when the issue was experienced? No they called the sales rep just as it happened. It was recommended they get a new device. Were there any unexpected outcomes or complications as a result of the event? No. Please provide lot number? A4ydf00461. The tip lot associated w/ grifols kit lot a4ydf00461 is 2676877.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on an unknown date and a fibrin sealant preparation device was used. The scrub tech stated that the gray knobs on the fibrin sealant preparation device were cracked broken. The scrub tech was attempting to assemble the device on the back table and both knobs came off the device. There was no patient contact. Another like device was pulled and worked just fine. The surgery was delayed by ten minutes and fragments were generated. The surgery was completed with no patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information: d9. Device available for evaluation? D9. Date device returned to manufacturer investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken, luer locks damaged and one luer lock cracked were returned, in addition the pre-filled syringe fill and drip tip without airless spray tip. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The event reported was related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?,